Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. Correction information provided in d.4. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of the intraocular lens is mounted in cartridge , the lens is advanced and injected into the sac, showing cracks in the optics and haptic rupture in the lens. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).